Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (01)00886799001363(11)140501(21)6352. Per the manufacturer's subsidiary the roller pump was inspected, and it was found that the optical encoder was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump speed could not be controlled with the knob. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 30 minute delay. There was no blood loss, nor adverse consequences to the patient.